Manufacturer narrative:
Follow-up call on (B)(6) 2016, the customer reported that the fill estimate was accurate. Additionally, the customer reported blood glucose level was not impacted by the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of insulin. The customer declined to reload the cartridge during the time of the call.